Manufacturer narrative:
Device evaluation: product testing could not be performed since no product was returned for evaluation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable as lens was not implanted, therefore not explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis itec preloaded 1-piece intraocular lens (iol), model pcb00 22.0 diopters, was attempted to be implanted into the patients right eye, but the haptic was broken off of the lens at insertion. The lens was not inserted and the haptic was removed from the anterior chamber. There was no patient injury. No additional information was provided.